Event description:
A distributor reported that a pump's battery was not charging, and there was no information available regarding the customer's blood glucose level. The distributor is awaiting the return of the pump for inspection, and no further details on the customer outcome or actions taken were provided.